Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receive will boot and charge.the receiver log did showed found multiple unexplained receiver shutdowns above 90% battery level within the investigation window. Run receiver functional test. Pass all relevant tests. Open receiver case for internal visual inspection. Fail, found defective battery with a cracked chiproot cause:the root cause for ceases to function is defective battery.the reported event that the receiver ceased to function was confirmed.the root cause for ceases to function is defective battery